Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tight lesion located in the first diagonal of the left anterior descending (lad) coronary artery. The lesion was prepped and pre-dilated. A non-abbott non-compliant balloon dilatation catheter was advanced over the balance middleweight (bmw) guide wire in the lad; there was a non-abbott guide wire in the diagonal. The mini vision rx 2.0 x 12 mm coronary stent system was advanced towards the lesion but failed to cross. The mini vision and the non-compliant balloon were removed from the anatomy the mini vision was inspected and noted that the stent was slightly off the balloon. Also, upon inspection of the mini vision, as it was being handled, the shaft also broke. A new same size mini vision coronary stent system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed; however, the reported unstable stent could not be confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.